Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the opened sample noted one suture. The suture was returned with the loop opened. Under microscopic inspection, material transfer was observed at the weld site. Visual inspection and functional testing of the sealed product confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pacemaker implant, on pocket closure, the thread broke during a running closure. Surgeon was using light tension for appropriate approximation and the suture broke at the anchor loop. Surgeon used other device to complete the case. No patient injury.